Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report.

Event description:
During a left total hip procedure, surgeon was tightening the torx screw into the cup and the head of the screwdriver broke off in the head of the screw and remains implanted as a result.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock. Complaint history review: there have been (B)(4) other event reported for the manufacturing lot. Previous investigations have found the root cause to be related to excessive torque applied to the device by the user. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received and device not being returned. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
During a left total hip procedure, surgeon was tightening the torx screw into the cup and the head of the screwdriver broke off in the head of the screw and remains implanted as a result.